Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6) into a patient with a very calcified native valve leaflets, especially on the right coronary cusp (rcc), a pre-implant dilation was performed using a 20 mm balloon with nominal volume - pressure. At the first deployment, the valve was severely under-expanded. The valve was recaptured. The subsequent attempt to reposition the valve resulted in an infold of the valve. The valve was recaptured and withdrawn from the patient. A second pre-dilation was performed using a 24 mm balloon with nominal volume - pressure. The entire system was replaced. The replacement valve (B)(6) was successfully implanted with good patient hemodynamics. No adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the leaflets of the aortic valve were very calcified. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed in the cusp overlap view and appeared to be significantly under expanded. The valve was attempted to be deployed a second time and an infold occurred. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was removed and a second pre balloon aortic valvuloplasty was performed. The new valve was implanted on the first attempt. Final angiogram reveals that the valve was implanted at a depth of approximately 10mm and there is evidence of residual aortic regurgitation. There is no evidence of further intervention. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original box and jar filled with a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and exhibited signs of creases. As received, l1 and l2 were closed l3 was partially closed. Remnants of coagulated blood were observed on the commissures. All commissures were intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.